Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed user advisory (ua) 18 (max take-up revolution exceeded) when powered on was not confirmed during archive data review or functional testing. No device malfunction was observed and the autopulse platform performed as intended. The autopulse platform passed the preliminary functional test without any fault or error. The load cell characterization results confirmed that both modules function within specifications. The platform was tested with the large resuscitation test fixture (lrtf) with good known test batteries until discharged without fault or error. The autopulse platform functioned appropriately and performed as intended. The ua18 reported by the customer was not reproduced. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
During an on-site visit, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 18 (max take-up revolution exceeded) when powered on. No patient involvement.